Event description:
It was reported that during a pta and stenting treatment procedure, balloon deflation difficulties were encountered. The lesion being treated was located in the right superficial femoral artery and had significant calcification and stenosis. It was reported that the lesion was predilated with this balloon. The customer stated that "the physician did 2-3 inflations and the balloon deflated without difficulty." On the fourth inflation, the balloon deflated only partially. The balloon was still filled with contrast and, it appeared to have bunched up when it was pulled partially into the sheath. The physician inflated the balloon again in order to try to deflate it, but it would not deflate at all and he was not able to advance or withdraw the balloon. To deflate the balloon the "physician took a 25 gauge needle under fluoroscopy and deflated/burst the balloon, then he was finally able to remove it." The procedure was successfully completed with another device. There were no patient complications and the current patient condition is reported as "fine, no injury."